Event description:
A healthcare facility in the united kingdom reported via a fisher & paykel healthcare (f&p) field representative that the z41002 autofeed chamber as part of the 950a81 f&p 950¿ adult ventilator dual heated circuit kit (with filter) was found leaking during patient use. There were no reported patient consequences. F&p has made multiple attempts to obtain further information regarding the reported event, however no further information was provided by the healthcare facility.

Manufacturer narrative:
(B)(4) corrections: section d1: brand name updated to fisher & paykel healthcare. Section d2: common device name updated to breathing circuit. Section d4: model# and catalog# updated to 950a81 as the customer did not confirm the subject circuit kit. Section d4: lot number: lot number was not received. Section d4: UDI: UDI was not received. Section d4: expiration date: lot number was not received. Section g4, PMA/510(k) number: the 950a81 adult ventilator dual heated circuit kit (with filter) is not sold in the united states of america (USA) but instead a similar product, 950a81j adult ventilator dual heated circuit kit (with filter) is sold in the USA. Therefore, the 510(k) number for 950a81j f&p 950¿ adult ventilator dual heated circuit kit (with filter) has been used. Section h4: device manufacturing date: lot number was not received. Method: the complaint z41002 autofeed chamber as part of the 950a81 f&p 950¿ adult ventilator dual heated circuit kit (with filter) was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: the healthcare facility reported that the subject z41002 autofeed chamber as part of the 950a81 f&p 950¿ adult ventilator dual heated circuit kit (with filter) was found leaking during patient use.the reported fault could not be confirmed. Conclusion: without the return of the subject device, photographs or further information, we are unable to conclusively determine the exact cause of the reported event. Every z41002 chamber complete autofeed 900 is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject chamber would have met the required specification at the time of production. Our user instructions that accompany the z41002 chamber complete autofeed 900 state the following: "do not clean or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Do not use the chamber if it has been visibly damaged or dropped." "Set appropriate ventilator or flow source alarms to monitor therapy delivery." "Perform a pressure and leak test on the breathing system before connecting to a patient." "Use usp sterile water for irrigation, or equivalent. Adding other substances may have adverse effects."

Event description:
A healthcare facility in the united kingdom reported via a fisher & paykel healthcare (f&p) field representative that the z41002 autofeed chamber was found leaking during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.